Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a leaky tube was found on the 6f 100 cm extra back-up 3.5 (xb3.5) adroit guiding catheter while in use. There was no reported patient injury. The device was returned for evaluation.

Event description:
As reported, the catheter body of 6f 100 cm extra back-up 3.5 (xb3.5) adroit guiding catheter was found to be bent. It was further clarified that the initial report of a hole in the device which caused a leak while in use was inaccurate. There was no reported patient injury. The intended procedure was reported to be a percutaneous coronary intervention (pci). Additional event details were requested; however, not provided. The device returned does not belong to this complaint record.

Manufacturer narrative:
Corrected data: as reported, the catheter body of 6f 100 cm extra back-up 3.5 (xb3.5) adroit guiding catheter was found to be bent. It was further clarified that the initial report of a hole in the device which caused a leak while in use was inaccurate. The device returned does not belong to this complaint record. Catheter and wire kinking/damage during clinical use is a known and common occurrence during clinical use and is a known and common occurrence during angiography and is related to anatomy, technique, skill, and vessel tortuosity. The instructions for use (IFU) cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. As per the IFU, any damaged product should not be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations an remove the product; therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote. No further reports are required.